Event description:
It was reported that the bd insyte¿ catheter i.v. 24ga x 0.75¿ (0.7 x 19 mm) experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: the catheter is uncovered, it is observed that the catheter has two needles. Additional information: the second needle was found when removing the catheter. The lot can not be informed by the customer.

Manufacturer narrative:
H.6 investigation summary: a sample was received, according to the visual analysis of the sample, the defect reported by the customer was not observed. A complaint history check was not performed as the lot number is "unknown" for this complaint. Based on the investigations carried out it was not possible to determine the root cause for this claim. Complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte cateter i.v. 24ga x 0.75¿ (0.7 x 19 mm) experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: the catheter is uncovered, it is observed that the catheter has two needles. Additional information: the second needle was found when removing the catheter. The lot can not be informed by the customer.